Event description:
This event is associated with the glow clinical trial (subject ID: (B)(4). It was reported that a hispanic female patient underwent a primary breast augmentation with a 330cc mentor memoryshape breast implant and experienced a possible rupture on the right side post-operatively. The patient had undergone an MRI where the breast tissue showed that the implant on the right side was ruptured. The patient¿s doctor did not feel a rupture upon inspection, however, did recommended exploration. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
An internal corrective action has been created to address the root cause of this late report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 08, 2024, mentor received additional information regarding the date of event. It was reported that the patient underwent an MRI that determined the possible rupture on the right side on (B)(6) 2021. The date of event has been updated to august 01, 2024 in section b3 as best estimate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 08, 2023, mentor received additional information regarding the date of event. The date of event has been updated to july 24, 2021 in section b3. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, mentor received additional information regarding the date of event and patient's diagnosis. The date of event has been updated to june 03, 2021 in section b3. It was also reported that the patient experienced a breast mass. It was reported that the patient had a breast lump that did not required surgery. Code e1403-breast mass has been added in section h6-health effect - clinical code to document this additional information. Manufacturer¿s reference number: (B)(4).